Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon put the scope into teh 512b trocar (blunt tip trocar). The outer gasket tore and almost totally tore around the circumference of the gasket. The surgeon noticed it immediately because gas was leaking. Another 512b was used to complete the case. There was no consequence to the pt.